Event description:
A customer reported the system displayed a footswitch failure message and a cut in the footswitch cable. The system was exchanged and the procedure was completed. There was a delay grater than 15 minutes. There was no pt harm.

Manufacturer narrative:
The customer called to report a cut in the footswitch cable and requested a replacement. The customer ordered a footswitch cable. The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did indicate 1 related report for this system. The root cause of the reported event was attributed to a nonconforming footswitch cable due to a cut. (B)(4).